Event description:
Customer reported poor image quality in cine runs. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.